Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The lesion being treated was a 90% stenosis of the moderately tortuous proximal lad. The 1.5x12mm apex balloon catheter was used for predilation and ruptured at an unspecified pressure. The device was removed from the patient intact and the procedure was completed with a different device. There were no reported patient complications and the patient status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: as the device was not returned, a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).